Event description:
Films from 24 month and 31 months post-implant were reviewed. Both films show that the stent graft is approximately 25 - 40mm below the renals. There is no discernable proximal neck (neck diameter is approximately 42mm in diameter), likely due to disease progression, however films pre and immediately post-implant were not provided to confirm amount of disease progression. There is substantial thrombus seen within the aortic body, and thrombus is also seen within the ipsilateral (right) limb. There appears to be some progression of the stent graft migration between the two studies.

Event description:
It was reported that the patient recovered with treatment three months later. No other information was given.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (migration, endoleak), patient's condition affected effectiveness of device (disease progression; neck dilatation), device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).

Manufacturer narrative:
(Film).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 1/2 years ago. At the time of implant the aneurysm was a saccular and 7.6 cm in diameter. The vessel morphology at the time of implant was reported as there was 50 degree aortic neck angulation, at the renal arteries the aortic neck is 22 mm in diameter, the aortic neck is 10 mm in length and the aortic neck is 23 mm in diameter just above the aneurysm. There was moderate tortuosity in the left iliac artery and mild tortuosity in the right iliac artery. It was reported that one month post implant the patient had a right groin incision wound dehiscence that was treated with packing and dressing changes. The investigator assessed this to be related to the procedure not the device. The patient returned the following month and the CT demonstrated that the aneurysm size had changed to 5.4 cm in diameter. The patient returned the following year; the CT demonstrated that the aneurysm size had changed to 6.0 cm in diameter. Two years post index procedure the CT demonstrated that he aneurysm was 7.4 cm in diameter. There is disease progression with aortic neck dilatation. The aortic neck is 54 mm in diameter at the lowest renal artery, the bifurcated stent graft and the aortic cuff has migrated 15 mm with a type I endoleak, and the aneurysm has expanded. The patient will be brought back for another CT next month. No clinical sequelae were reported and the patient is fine.